Manufacturer narrative:
Subsequent to filing the previous reports, update to h11 - additional mfg narrative: a visual inspection, functional testing, and dimensional analysis were performed on the returned device. The unintended system motion (starting to deploy) could not be confirmed. Additionally, the returned plunger was removed from the device to inspect the posterior needle shank. Unknown material was observed inside the posterior needle shank. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis it appears the posterior needle tip may have prematurely ejected or was inadvertently pulled from the shank. The unknown material is likely the adhesive required to be there to hold the needle tip in place during deployment. Therefore, analysis does not indicate a potential product quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h11 - additional mfg narrative.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The unintended system motion (starting to deploy) could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It appears the posterior needle tip may have prematurely ejected or was inadvertently pulled from the shank. Analysis does not indicate a potential product quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, when the plunger was depressed the 1st prostyle device did not deploy. A 2nd prostyle device then used; however, it was observed to be starting to deploy when removed from the packaging. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed MDR report. The device for this complaint, (B)(4), was received and analysis noted that there was no blood in or on the device indicating the device was not used in the patient. Therefore, the second prostyle device was not used as the malfunction was found prior to use.

Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, when the plunger was depressed the 1st prostyle device did not deploy. A 2nd prostyle device was then used; however, it was observed to be starting to deploy when removed from the packaging. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially reported information, the device was received and analysis noted that there was no blood in and/or on the device indicating the device was not used in the patient. The second prostyle device was not used as the malfunction was found prior to use.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other prostyle device referenced in b5 is filed under a separate medwatch report #.